Manufacturer narrative:
Age of device: 1 year, 3 months, 29 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the inflow cannula elbow was protruding through a reported erosion. It was reported that a CT scan and transesophageal echocardiography (tee) were performed on (B)(6) 2018 which did not show anything significant. Infection started on (B)(6)2018 and patient had fever. Patient was started on empiric intravenous vancomycin and zosyn on (B)(6) 2018. White blood cell scan was completed on (B)(6) 2018 and focal area of increased activity appeared on inflow cannula. On (B)(6) 2018, the patient was transferred to different hospital 25 as he developed rigors and new bacteria appearing on daily blood cultures. The patient remains admitted. No further information was provided. The patient underwent gastric flap surgery about 2 weeks ago, he did have a slow drop in h&h this week and was to undergo an endoscopy.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported infection and inflow cannula elbow protruding through a reported erosion could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported. Driveline, local, and pump pocket infection are listed (in the hmii IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The surgical procedures section of the hmii IFU provides details regarding the surgical procedures used to implant the hmii. The considerations for preperitoneal or intra-abdominal placement section outlines the advantages and disadvantages to the two lvad implant techniques: preperitoneal placement and intra-abdominal placement. This section also states that intra-abdominal placement may be preferable for thin patients in whom the risk of erosion of the device through the skin is a concern. Furthermore, erosion of the skin overlying the implanted device is listed a potential disadvantage of using the preperitoneal approach. No further information was provided. The manufacturer is closing the file on this event.